Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue, at 10 am on (B)(6) 2018, alleging that she obtained inaccurately high blood glucose results of ¿6.0 mmol/l¿ on the subject meter compared to ¿1.8 mmol/l¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with insulin (self-adjuster). She reported that at 10 am on (B)(6) her children had found her in a ¿coma¿ at home and had called an ambulance. The doctor carried out the tests with the patient¿s meter and his own meter and obtained the results above. The doctor treated the patient with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. The csr noted that the doctor who had carried out the testing had used incorrect testing steps, by using the same drop of blood for the two tests. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Revised incident description: on july 23, 2018, the patient/lay user contacted lifescan (lfs) croatia, alleging that her onetouch verio 2 meter was reading inaccurately compared to her feelings and inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The csr noted that the patient is 47 years of age and has had diabetes for 28 years. The patient manages her diabetes using apidra insulin 3 times per day and lantus insulin at night. The patient reported that she woke up on the morning of (B)(6), 2018 at 6.00 am, with symptoms of sweating and dizziness. She presumed that the symptoms were because of the very hot weather. She carried out a blood glucose test, which she reported did not match how she was feeling, but she was unable to clarify if she felt it was too high or too low. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient reported that she made no changes to her normal diabetes management regimen in response to the alleged symptoms. She reported that at 6.00 am on (B)(6), 2018, she woke up still feeling dizzy and sweating. She indicated that she continued with her normal diabetes management throughout the day. She reported that at 10.00 pm she carried out a blood glucose test, using the subject meter, and obtained a result of ¿10.2 mmol/l¿. In response to this, she stated that she administered a reduced dose of 12 units of lantus insulin, instead of the prescribed dose of 16 -18 units. She indicated that she then drank some iced tea and went to bed. It was reported that the following morning, (B)(6), 2018, her children found the patient in a coma. The patient stated that her daughter immediately called an ambulance and medical staff arrived at the house at 10.00 am. She stated that she was given IV glucose by a doctor and she woke up. She reported that at this stage, she obtained an alleged inaccurately high blood glucose result of ¿6.0 mmol/l¿ on the subject meter, compared to ¿1.8 mmol/l¿ on the doctor¿s meter (unknown meter).